Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The patient was referred to his physician for further follow-up. No additonal adverse patient effects were reported.